Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead connected to a pacemaker exhibited sudden high out of range pace impedance measurements, greater than 3000 ohms, resulting in an automatic safety switch, technical services (ts) recommended further evaluation. No adverse patient effects were reported. This device system remains in service.